Event description:
On (B)(6), 2010 the pt was implanted with an ams elevate anterior with the intention of treating her pelvic organ prolapse and stress urinary incontinence. It was reported that the pt experienced serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infecton, odor, and bleeding. The pt had an "excision" performed to "remove portion of the pelvic mesh products," on (B)(6), 2010. It was reported that the pt has experienced significant mental and physical pain and suffering and she has sustained permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.